Manufacturer narrative:
Correction - d6a - implant date should be (B)(6) 2021.

Event description:
Related manufacturing reference number: 2017865-2021-31879. It was reported that patient presented remotely via merlin.net. Upon review of the transmission, the patient's right atrial (ra) lead exhibited under-sensing. Intervention was planned but not yet performed. The patient was stable throughout. New information received indicates that the implantable cardioverter defibrillator incorrectly interpreted the atrial undersensing as ventricular tachycardia. The patient did not received inappropriate therapy due to the incorrect interpretation.

Manufacturer narrative:
Correction - h6 - code should have been undersensing rather than incorrect interpretation of signal.